Manufacturer narrative:
(B)(4).

Event description:
An optometrist reported corneal abrasions still present in patients left eye approximately eight months after photo refractive keratectomy (prk). The patient reported pain upon awakening since prk. Optometrist reported patient is using artificial tears, cyclosporine ophthalmic emulsion and hypertonicity ophthalmic ointment. Upon follow up, patients tear film has improved. Punctal plugs were inserted and an oral antibiotic was prescribed. Optometrist will continue to monitor patient. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. With limited information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Upon additional follow up, patient is no longer taking the oral antibiotic. Tear film is noted to be improving. Patient was advised to turn off air conditioning and ceiling fans.